Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was observed that the trigger was jammed, and the lock-ring behind trigger was loose and unscrewing. It was further noted that unknown liquid was found internally on the electric motor, the contact pins were corroded, and the trigger cylinder pin was bent. The assignable root cause was determined to be due to improper cleaning/care and possibly immersion during the cleaning process and component wear from normal use and servicing over time.

Event description:
It was reported that the battery oscillator device did not have enough power. During in-house engineering evaluation it was observed that the trigger was jammed, and the lock-ring behind trigger was loose and unscrewing. It was further noted that unknown liquid was found internally on the electric motor, the contact pins were corroded, and the trigger cylinder pin was bent. The event was not reported to have occurred during surgery. It was not reported if there were any delays due to the event or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.